Event description:
It was reported to medtronic minimed that the customer experinced high blood glucoses and a loss of communication between the insulin pump and mobile device application. The customer reported a blood glucose value of 300 mg/dl. The customer reported hyperglycemia was treated with a manual injection/insulin pen. The event involved products mmt-243a, mmt-1884, mmt-7040a, mmt-332a, and mmt-6101. Troubleshooting was not performed for loss of communication and it was unable to complete troubleshooting or provide instructions, insufficient information to escalate. Troubleshooting was partially performed, and it was unknown whether the customer has been using the insulin pump system within 48 hours of the reported high blood glucose event or not. It was unknown whether the customer was used the auto mode feature at the time of the event or not. It was unable to resolve with existing troubleshooting. No further patient complications were reported. No product return is required for mmt-243a, mmt-1884, mmt-7040a, mmt-332a, and mmt-6101.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
An attempt to reproduce the reported event with the minimed mobile app (software version 2.9.0) installed on samsung galaxy s24 (android 14) with mmt-1880 770g pump (software version 5.2a) was conducted and confirmed the issue was not reproduced. The software successfully adhered to the specified requirements and performed in accordance with expectations as referenced in the 'sw requirement document' field. The issue was confirmed through log analysis. After conducting a thorough investigation, we have found that the pairing is failing due to a sake key decryption failure. The server returned a payload with incorrect data, which usually happens when the device fails the playintegrity check. This error code was returned: e_sake_handshake_device_type_not_supported. When a device fails the playintegrity check it means that it is failing google's security check and should not be supported by our application. To assist with the resolution of the issue, we provided helpline team with the following step to ensure that it is addressed effectively: can you please update the security patch manually by following below steps: ensure the phone is connected to a stable internet connection and is plugged in to charge. Open phone settings in the settings search bar search for ¿security update' under ¿security update' you should see the date of the last update. If it has been more than a year since the last update, you will need to install the latest security patch. Click ¿security update' to check for the latest patch to install. If your phone is on an older android version, it may also upgrade to the latest android version in addition to applying the security patch. Apply the update restart the phone. If only the android os (not security patch) was updated at step (e), repeat steps (a) to (e) again, otherwise, go to next step. Restart the app and start pairing process again. Also can we ask the patient to: install all available os and google play services app updates for the device and try to pair again. Follow below steps to make sure patients phone has the latest version of google play services open android os settings find and open the menu apps click ¿see allapps' find and open ¿google play services' find and open ¿app details' update if already installed or install helpline confirmed the issue is resolved with the device os automatically installing/ updating. Patient is paired and uploading data to carelink. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.